Event description:
The customer tested her blood glucose using her contour meter and received a reading of 300 mg/dl. She retested using another meter and received a reading of 100 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any of the test strips left that gave the high reading, so no product will be returned. Replacement test strips were sent to the customer. The meter was also replaced at the customer's insistence.